Event description:
It was reported the loss of power was not due to the disconnection of power via the batteries but rather a loss of power to the mobile power unit.

Manufacturer narrative:
Device code added for additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed with the data captured in log file 7c051854_c3e submitted on (B)(6) 2018. The log file captured no external power alarm events on november 26th, 30th and december 3rd, 5th. According to the voltages values, all the no external power alarm events were related to a disconnection of both power cables. The alarm events appear to occur during power exchanges. The system reverted to the internal 11v backup battery for power and continued to operate at the stored speed of 5,600 rpm. Attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the no external power alarms while on battery support was due to the patient disconnecting both batteries to change them out. The lvad clinicians provided additional education to the patient. No equipment was exchanged.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacturing date are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lvad system indicated multiple no external power events while at home and at the clinic. The patient was asymptomatic. Review of the submitted system controller log file by the manufacturer¿s technical services confirmed no external power events while the system was connected to external batteries that occurred due to the patient disconnecting both batteries to change them out. Additional no external power events recorded in the log file appeared to have been potentially caused by the mobile power unit¿s (mpu) power cord coming loose at the mpu connection or the wall outlet. No further information was provided.